Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04622. It was reported that the patient lost stimulation due to lead migration. Lead migration was confirmed via x-rays. Additionally, x-ray revealed that the anchor was broken. As such, surgical intervention took place on (B)(6) 2020 where in the lead and anchor were explanted and replaced with new lead and anchor to address the issue. Reportedly, adequate therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.